Event description:
Event description cpi initially received information indicating this implantable cardioverter defibrillator (ICD), which was implanted in august 1997, began av sequential pacing at 190 bpm following neck surgery in october 1997. It is unclear if the device was properly deactivated at the time of the surgery in october. The rhythm broke without the patient receiving a high energy shock, and the ICD commenced pacing at the lower rate limit. The ICD was interrogated later in the afternoon, and no error codes were reported. All parameters of the device appeared to be appropriate. On november 4, 1997 cpi received new information indicating this patient had expired.